Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/17/2023, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak pulled out of the bone. The knotless hip fibertak was initially inserted using the 20-degree curved drill guide and the new 1.8 flexible fluted drill ar-3600nd-2hf. The anchor was inserted, and the repair suture was passed through the labrum. The repair stitch was converted into the anchor and tensioned down to pull the labrum up. When tensioning the repair suture, the anchor pulled out of the bone. Additionally, when using an ar-4068hl swiftstitch suture passer shredded the repair sutures upon passing through. The swiftstitch suture passer was switched for another one, and the procedure was continued without further issues. This was discovered during a hip labral repair procedure on (B)(6) 2023. Additional information received on 11/22/2023: the case was completed using another ar-3636h self bunching 1.8 knotless hip fibertak. The patient had normal bone quality.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.